Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that one of the pumps did not turn on and the error message 5v test was displayed. The event occurred during start up. No harm to any person was reported. This failure can cause an unintentional pump. Therefore, a report is required. According to the service manual of the hl 20 the error message "err_5vtest" indicated that the +5v- supply voltage test failed. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that one of the pumps did not turn on and the error message 5v test was displayed. The event occurred during start up. No harm to any person was reported. On 2024-12-10 the getinge field service technician could clarify that the hospital has two hl20 devices one functional and one partially dismantled device. The customer confirmed that this complaint was reported by mistake, because the reported failure was displayed on the partially dismantled hl20 device, which is not used for treatment. Therefore this complaint is cancelled.

Event description:
Complaint ID# (B)(4).